Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on bus. A field service engineer (fse) found no lights on either board of half height drawers 2.1 and 2.2, and the pyxis bus modular controller (pmc) board was damaged. Replaced the pmc board and attempted to reboot the device, but it failed to power on. Replaced both half height drawer boards, rebooted the station, configured the drawer with new boards, and restarted the station. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es nrspecials was not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.